Manufacturer narrative:
Siemens healthcare diagnostics filed MDR 1219913-2021-00075 initial report on 02/05/2021 and MDR 1219913-2021-00075 supplemental 1 report on 03/12/2021. Additional information - 04/15/2021. Siemens healthcare diagnostics has concluded its investigation of atellica im and advia centaur sars-cov-2 total (cov2t) lot 007 non-reproducible false reactive (positive) results. Results of the investigation indicate that although non-reproducible false reactive (positive) results were observed, the negative percent agreement confidence interval of the kit lots evaluated overlap the confidence interval listed in the assay instructions for use (IFU); therefore, the product is performing as intended. A product performance problem has not been identified. No further evaluation of the device is required. In section h6, the investigation finding, and investigation conclusion codes were updated.

Manufacturer narrative:
The customer performed an additional wash but the issue of variable results persists. The customer intends to run cov2t testing in triplicate for confidence in results. Siemens technical application specialist (tas) referred the customer to the precision table section of the atellica im cov2t instructions for use (IFU), which shows the atellica im cov2t was designed to have repeatability (within-run) % cv of </= 12.0% and within-laboratory (total precision) % cv of </= 15.0% when sample concentrations are 0.70-2.00 index. Siemens customer service engineer (cse) was on-site and ran full and auto-check with no error. Cse checked operation of washers, verified operation of acid/base pumps, checked acid and base pumps for residue and aligned reagent probes. Cse found reagent probe 1 off alignment and performed both manual and semi-auto alignment on probe 1. System fully operational following repairs. The limitations section of the instructions for use states: "results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings." "A reactive test result does not exclude past or present infection by other coronaviruses, such as sars-cov-1, mers-cov, hku1, 229e, nl63, or oc43, or due to cross-reactivity from pre-existing antibodies or other possible causes." A false positive result would have negligible clinical impact as management and treatment decisions are based on severity of clinical presentation and management primarily consists of supportive care. Although there is no potential for serious injury in this case, an MDR will be reported to the FDA as a requirement of the emergency use authorization (eua). Siemens healthcare diagnostics is investigating.

Event description:
A customer obtained a discordant reactive (positive) atellica im sars-cov-2 total (cov2t) result on three different patient samples that were tested on the same day. It is unknown whether the results were reported to the physician(s) there are no known reports of patient intervention or adverse health consequences due to the discordant reactive cov2t results.

Manufacturer narrative:
Siemens healthcare diagnostics filed MDR 1219913-2021-00075 initial report on 02/05/2021. Additional information - 02/15/2021: siemens confirmed that the data provided was from a customer precision study only. No results were reported to physician(s). Additional information - 2/26/2021: based on the instrument service activity provided by a siemens customer service engineer (cse), it is inconclusive to determine what mechanical malfunction could have contributed to the imprecise results. Siemens continues to investigate atellica im cov2t lot 007 non-reproducible discordant reactive results.